Manufacturer narrative:
The correct analysis results are now attached. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. In the course of the analysis, multiple signs of wear along the lead body were noted. Especially on the distal part of the lead, the insulation was found rubbed through which most likely resulted from mechanical stress of the lead in the implanted state. However, the analysis did not show any deviations that may have resulted in the reported impedance >3000 ohms. In particular, the values of the parameters measured during the electrical analysis were within the technical specifications. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
During regular follow up on (B)(6), the ICD was programmed and it was noted that the impedance was more than 3000 ohm of the lead. Physician replaced the lead on (B)(6), and test results are normal now.